Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide after a peripheral intervention procedure, with a 6fr sheath. Reportedly, the knot was advanced; however, hemostasis was not achieved. An angiogram of the groin showed the artery was pinched. It was assumed that a back wall stitch occurred. A balloon was advanced contralaterally to open the artery. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of occlusion are listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. Review of the provided cine image was performed. The reviewer noted that angiogram images does reflect the reported event; however, a probable cause of the events could not be confirmed. A conclusive cause for the reported backwall stitch could not be determined. Factors that contribute to back wall stitch, include, but not limited to, user technique (lateral puncture, using the device in a femoral vessel < 5mm). The reported patient effect of occlusion is a known inherent risk of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.